Event description:
I read that the CPAP device that I use might be one that is being recalled. When I contacted phillips they told me they did not have a timeline for replacing my machine and that it was up to me and my physician to determine whether I should continue use of my CPAP. I use a CPAP because I have sleep apnea. I cannot sleep without it. A month later and after registering my machine online, no one can tell me when I will get a new machine. My machine is not 5 yrs old so under normal circumstances I do not need to replace it. In the recall announcement phillips stated that I should "discontinue use of affected units and consult with physicians to determine the benefits of continuing therapy and potential risks." What does that mean? (I have had (and continues to have) headaches and sinus issues for a year, but just chalked it up to a side effect of using a CPAP). If it is dangerous for me to use my machine and I cannot sleep without it, what are my options? I do not think it is my responsibility to buy a new machine. This issue was brought to the attention of phillips in april of '21. It is now 3 mos later and thus far have done nothing to rectify this situation. Please help me, and the millions of others here in the us who need CPAP's to treat our sleep apnea. FDA safety report ID# (B)(4).